Event description:
Healthcare professional reported via regulatory agency right side "silicone perspiration" and "epanchment/lymphorrhoea" discovered during surgery. Device was explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "2007". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphedema" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone perspiration"; "epanchment/lymphorrhoea".